Manufacturer narrative:
Insulin pump received with a constant blank flashing white light on the display and constantly beeping due to vertical cracked lcd controller.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a flashing display. The customer's blood glucose level was 121 mg/dl at the time of the incident. The customer stated that the insulin pump fell off when they were about to put the reservoir back in; then it kept beeping thereafter. The customer was calling back with blank display after receiving new battery cap. The customer stated that the display was not blank less than 30 seconds and did not return and the display was blank currently. An insert battery alarm did not display on the insulin pump screen. The customer stated that the contacts on the battery cap are neither missing nor damaged. The display did not return after the insulin pump restart. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.